Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1su60, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary urgencies and pollakiuria. It was reported that the patient experienced pelvic discomfort (no pain in the lower limb) leading to insomnia. After the reprogramming patient experienced pain with irradiation in the lower leg. The patient immediately stopped the stimulation. The patient still experienced a prick pain feeling in the leg and ¿ants¿/¿warmth¿ in the thigh (no pain anymore). The following actions were taken. On (B)(6) 2019, new programming 0,5v ; 0+2+1- ; 14hz ; 210¿s. On (B)(6) 2019, new programming was done: 0,4v ; 1-3+ ; 14hz ; 210¿s / 0,4v ; 1-3+ ; 25hz ; 210¿s / 0,5v ; 1-0+ ; 14hz ; 210¿s / 0,3v ; 1-0+ ; 25hz ; 210¿s. On (B)(6) 2019, new programing was done: 0,5v ; 1-0+ ; 5hz ; nd¿s / 0,4v ; 1-3+ ; 5hz ; 210¿s / 0,6v ; 1-3+ ; 14hz ; 90¿s / 0,3v ; 1-3+ ; 14hz ; 300¿s. The device was not explanted. Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the patient experienced pain in the right lower limb. The event was resolved. The event was assessed as not serious, not related to the procedure, not related to the device components, and related to the stimulation. Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient experienced pelvic area discomfort with insomnia without pain. There was a definitive stop by the patient on (B)(6) 2019. The patient requested to have the device explanted, intervention was planned for (B)(6) 2019. The event was resolved on (B)(6) 2019. No further complications were reported or anticipated.